Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh90t01 serial# unknown product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. Pump drug information was not reported. It was reported that the patient was complaining about the personal therapy manager (ptm) "taking up to 2 hours to connect to the pump" and it was preventing him from getting his boluses. Technical services reviewed information on resetting the handset. The rep was not with the patient, but stated they would follow up with the patient to troubleshoot. Additional information was received from a healthcare provider (hcp) via a company representative who reported that tech support suggested the data needed to be cleared through settings on the samsung ptm (personal therapy manager), and clearing the data cache, as recommended by tech support, resolved the issue connecting.